Manufacturer narrative:
The first plcr60b reload was examined and was found to be damaged in a way which suggests that it may have been improperly loaded into the i60. Another observation was that the knife was not triggered to its upright (cutting) position. This failure to attain the correct orientation was the cause of the failure to cut the tissue. It is, however, not necessarily related to the improper loading of the reload. The cause of the failure to attain proper knife position is not known. Visual observation showed that the second plcr60b reload was also improperly loaded. Additionally, the reload had been fired across an existing staple line, and the knife was broken. The device is not designed to be fired on an existing staple line. This improper usage, coupled with the improper loading may have resulted in the failure of the knife to cut tissue and to return to its non-cutting position after the reload was fired. The concomitant device, i60 was also returned and tested. It functioned according to specifications.

Event description:
During a laparoscopic gastric bypass procedure the plcr60b reload deployed staples, but failed to cut tissue when the device was fired. A second plcr60b reload was fired and produced the same result. In addition the knife blade on the second reload was left exposed after firing. The staple line was subsequently oversewn, and there were no adverse effects to the patient's health.